Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the day post implant, the right atrial lead had dislodged. The patient was asymptomatic due to the dislodgement of the lead. The lead was repositioned the next day successfully. The patient would continue to be monitored.